Manufacturer narrative:
Available information indicates the device remains implanted. This report will be updated when additional information is received.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) battery status in (B)(6) 2008, due to a charge time that was greater than 30 seconds. At the follow up in (B)(6) 2008, the charge time had been 12.8 seconds. The patient had been lost to follow up since the may check. The current monitoring voltage was 2.57v, and two manual capacitor reformations resulted in a fault code for charge time out, with a charge time that was 45.1 seconds. The device did not last as long as the physician or patient expected.